Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one MRI powerport w/ 8fr groshong catheter was returned for evaluation. The sample was received assembled with the catheter attached to the port stem under cath-lock. The distal end of the catheter was cut, consistent with the reported event details that the catheter was cut after the procedure to facilitate the return, and was not returned. The sample as received was patent to infusion and aspiration with no leaks observed. However, the investigation is inconclusive for the reported leak as the entirety of the catheter was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch off, chemical degradation and flexural fatigue. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that one day after the port was implanted via the left subclavian vein, there was allegedly a leak found at the puncture site during administration of tpn. It was further reported that the device was able to infuse and aspirate. It was reported that a few days after the device was found leaking; the device was removed due to infection. The current status of the patient is unknown.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one day after the port was implanted via the left subclavian vein, there was allegedly a leak found at the puncture site during administration of tpn. It was further reported that the device was able to infuse and aspirate. It was reported that a few days after the device was found leaking; the device was removed due to infection. The current status of the patient is unknown.